Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pancreatic pseudocyst drainage performed on (B)(6) 2022. During the procedure, the stent deployment hub broke during an attempt to deploy the stent. The stent was removed from the patient partially deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in position "4". A functional inspection was performed to inspect the catheter lock for functionality; the stent could not be release from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. No other issues were noted to the stent and delivery system. The reported events of handle break and stent partially deployed could not be confirmed; the stent was returned fully covered by the outer sheath and undeployed and the handle was returned in good conditions. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the product analysis, the outer sheath was returned twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to the failure to follow the manufacturer's instructions. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, could have caused the torsion and detached the sheath and led to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pancreatic pseudocyst drainage performed on (B)(6) 2022. During the procedure, the stent deployment hub broke during an attempt to deploy the stent. The stent was removed from the patient partially deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event.